Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a problem with the piston reservoir. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. Inserted a water filled reservoir and an infusion set for the occlusion test, and the pump recognized the water filled reservoir and seated properly during testing. Then, programmed and delivered a 2.0 unit fill cannula with water exiting the infusion set. The motor functioned properly when tested with a reservoir and infusion set. No drive/motor anomaly, basal anomaly, bolus anomaly or delivery anomaly noted during testing. The pump had a pillowing keypad overlay.